Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The caller was guided by technical support to complete the filling and loading process correctly by using a new cartridge. After these steps, the caller successfully observed drops of insulin at the end of the tubing, resuming insulin delivery.